Manufacturer narrative:
Pump alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to out of specification force sensor zero offset. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working. Insulin pump was not able to rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.